Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 185mg/dl during the current occlusion alarm; there was no known impact to the customer's bg level for the past occlusion alarms. The customer performed troubleshooting on their own and found that the current occlusion alarm was in the infusion tubing. The customer alleged the occlusion alarms were not due to a infusion tubing issue. Reportedly, the current cartridge had been in use for 5 days. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.